Manufacturer narrative:
Background information: there are no service or repair reports for this wheelchair. All owner manuals contain information regarding maintenance schedules for manual and power wheelchairs. It is the dealer's responsibility to ensure that users return on a scheduled basis to ensure their wheelchairs are maintained properly. This maintenance requirement includes such items as ensuring all fasteners (nuts, bolts, etc.) Are securely fastened, there is no inordinate wear and tear on mechanical items, and that electronic items are functioning fully. It is the dealer's responsibility to ensure that this maintenance requirement is communicated to the end user and failure to adhere to manufacturer maintenance requirements is a failure on the part of the dealer and/or end user to adhere to these requirements. There is no product manufacturing, assembly, or design malfunction when maintenance is not adhered to, it is a maintenance / user misuse failure. All dealers are responsible for performing repairs and maintenance on sunrise products. Maintenance schedules are provided in all owner manuals. In addition, assembly instructions are provided from sunrise as a way to ensure that repairs are performed appropriately. Tools and specifications are defined in the assembly instructions to ensure that the dealer technicians are performing repairs properly. Sunrise medical does not provide mandatory training for dealer technicians, however, the sunrise medical academy does provide on-demand training to all dealers and their employees and a technical support phone number for dealers to call for additional information, if needed. Any failure of technicians to perform adequate maintenance and repairs is outside the control of the manufacturer. Therefore, any reported injuries that are related to service errors are wholly the responsibility of the dealers. Any mdrs reported due to service errors are done out of an abundance of caution to notify the FDA as no design, manufacturing, or assembly issues (by sunrise associates) are at fault. Discussion: the quickie 2 in this complaint records describes two separate incidents of broken armrest. The incident is referring to the armrest that came assembled on the wheelchair from the factory, a padded swing-away armrest (item no.: 002aa18). This armrest was the subject of the (B)(6) 2021 complaint where the armrest broke and the end user fell out of the chair and broke two toes. Due to the nature of this injury and the malfunction of item no. 002aa18, this is a reportable incident. Date of awareness for this incident is (B)(6) 2021. The more recent incident referring to the armrest that broke is due to an armrest that the end user had placed on this chair himself. There is no design, manufacturing, or assembly malfunction tied to this armrest as it was not installed by a qualified repair technician or sunrise medical. Therefore, it is unknown at this time whether this armrest was free of defect at the time of the installation and the installation process was outside of the manufacturer's and the authorized repair technician's control. Since there is no known malfunction that can be attributed to the design, manufacture, assembly, or repair of the wheelchair, and there was no injury suffered from this case, this second incident is not a reportable event. Conclusion: this medical device report is being filed because of the initial event that occurred on (B)(6) 2021 where the end user's wheelchair armrest broke and he fell out of the chair and claims he suffered two broken toes (claim was not verified by medical professional or diagnosis; no medical treatment or intervention was sought by the end user). Since medical treatment was not required, this is classified as a minor injury; however, there is a potential this could be a serious injury if it were to recur (due to the fall). Therefore, this incident is being reported out of an abundance of caution. At the current time, there is no attributable cause to the broken armrest, but should additional information come to light a supplemental report will be filed at that time.

Event description:
Two separate incidents for similar failure modes are included in this report: (B)(6) 2021 incident reports the following: client was in chair and was pushing off armrest about midway to reach the sink and the receiver snapped and client hit his head on the sink...client did not seek medical attention. (B)(6) 2021 incident reports the following: client pushed off from the sink on the right side armrest causing the receiver to break and causing the client to fall from his chair onto the floor. Client has no trunk control, so everything folded up on him and he ended up breaking two toes on the left slide. Client stated he did not seek medical attention cause he has no feeling of his toes and they don't really do anything for broken toes anyways, he just straighten them back out. Dealer asked why client didn't call in for replacement receivers at that time and client stated he took the receivers off his old chair ((B)(4)) and placed them on his current chair. Because both of these incidents are for the same malfunction "broken armrest" and were both reported on the same chair and are recorded in the same complaint report, they are combined here as the potential severity of injury and failure modes are identical.